Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the doctor was performing a primary hip replacement and had a malfunction with the broach handle. Attachment handle broke and separated. Opened up another tray for another broach handle and completed the procedure. No adverse consequence to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a left nav compatible dual-offset accolade rasp handle was reported. The event was confirmed. Method & results: device evaluation and results: , ¿the latch lever of the left nav compatible dual offset accolade rasp handle broke fatigue. The fracture was consistent with the application of a bending moment caused by repeated impingements and impacts with the rasp body.¿ medical records received and evaluation: not performed as there were no medical records. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock no reported discrepancies. Complaint history review: there have been 2 other events for the lot referenced. Conclusions: the investigation concluded by the mar group, that the fracture of the lever broke in fatigue. The fracture was consistent with the application and bending movement caused by repeated impingements and impacts with the rasp body.

Event description:
It was reported the doctor was performing a primary hip replacement and had a malfunction with the broach handle. Attachment handle broke and separated. Opened up another tray for another broach handle and completed the procedure. No adverse consequence to the patient.